Event description:
A customer reported that the battery of their pump was not charging. There was no information provided regarding any impact to the customer's blood glucose level. No further details about corrective actions or resolution were available.